Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at implant site, skin breakdown, wound dehiscence, implant exposure and a thin layer of granulation around the implant. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The correct implant details have been obtained and updated.